Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to charge the ipg as recommended. As a result, the ipg was deemed inoperable. Surgical intervention may occur later to address the issue.

Event description:
Additional information indicated prior to explant, the patient received effective stimulation. Reportedly, the patient became ill which resulted in failure to recharge the ipg. As a result, the patient underwent surgical intervention wherein the ipg was explanted.